Event description:
Procedure type: roux-en-y. According to the reporter: surgeon used the devices on a roux en y gastric bypass on (B)(6) 2015. The blood loss during the case was a 100ml. At a later date the patient was discovered to be bleeding from the stomach and lost an undetermined large volume of blood. The patient had to undergo another surgery to determine where the bleeding was coming from and stop it. The bleeding resulted in a blood transfusion. It has not been determined that there was a product malfunction. The patient's pre-op diagnosis was obesity.

Manufacturer narrative:
(B)(4).